Manufacturer narrative:
Patients exact age is unknown; however, it was reported that the patient was over the age of 18. Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and had good coverage of all pain areas postoperatively. The explanted ipg will not be returned.